Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 200 mg/dl at the time of incident. The customer's blood glucose was over 500 mg/dl at the time of call. The customer stated that they tried to treat the blood glucose by bolus. The customer stated that they felt weak, vomiting and nauseous. The customer stated that they were treated during the hospitalization. The customer stated that they were wearing the insulin pump during hospitalization. The customer was unable to troubleshoot at the time of call. The insulin pump will not be returned for analysis.